Manufacturer narrative:
See 3008452825-2017-00207 for related reportl the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an aortic valve replacement procedure, a 21mm trifecta gt was implanted; however, the physician cut one of the retention sutures prematurely so the valve was removed and replaced with a second 21mm trifecta gt valve. After suturing the second valve on the right coronary side, the retention sutures broke. The second valve was removed and an edwards valve was implanted. Serial numbers (B)(4) were involved but it was not clear which valve was involved in each attempt. As a result of both valve issues, a procedural delay was noted. No adverse patient effects were reported.